Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer was treated with intravenous saline and insulin, and was released from the ER ¿a few hours later¿ with the reported issue resolved and no permanent damage. The cause for the reported issue was due to the pump battery being unable to charge. The customer reverted to an alternate method of insulin therapy.